Event description:
A medtronic representative reported that the patient was planned with our framelink 5.4, to perform a deep brain stimulation (dbs) surgery. The planning was done the same day as the surgical intervention. The doctor merged the two different modalities (stereotactic CT with planning mr) and planned the two trajectories for the dbs electrodes. It seemed the merge looked fine, and the doctor went to the or. There they had started up their stealthstation s7 with the framelink 5.4 and tried to merge the data again to have the planning in the operating room. This time the doctor noted that the merge had failed. The doctor took the coordinates from the planning station to perform the implantation. After the surgery it was noted that there is no outcome for the patient and the electrodes are misplaced. A second surgery was scheduled to correct the dbs lead placement.

Manufacturer narrative:
Further information was requested, but did not yield any conclusive findings. Unable to determine root cause from information available.

Manufacturer narrative:
The reported event was discovered during investigation of the outcome a separate non-reportable case at the site. On (B)(6) 2012, new clinical information of a 2nd complaint was reported which prompted the submission of this MDR. There was no information reported to confirm that the brain injury was not minor. Software evaluation has not been completed at time of this report.